Event description:
On (B)(6) 2024, during serving activities of zyno medical devices, there was an issue observed during preventive maintenance/ calibration that there is a flowrate issue where flow rate offset% at pre-rework is -4% and flow rate offet% at post-rework is 1% b.f. This is determined to be a flowrate unknown issue. No patient involved as this is observed during calibration.